Event description:
Product is sending sensor failures before the 10 days are up failing 2 to 3 days early. Frequency: every ten days. Dates of use: (B)(6) 2018 - current. Diagnosis or reason for use: blood glucose monitoring.